Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The device was returned to the clinical research department, it was evaluated as part of the tmj clinical study. No mode of failure was identified in the explant analysis. Supplemental report one of four for the same event.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. The product was returned and will be evaluated through the FDA clinical trial. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The device was returned and analyzed as part of the (B)(6) study. This supplemental report is late information received from the (B)(4), which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. According to the study: no failure mode was identified. Additionally, heterotopic bone was confirmed by CT scans and intraoperatively, supporting the probable cause of failure as biological. This is report 3 of 4 for the same event. Reports 1, 2 & 4 are reported on MFR #0001032347-2013-00100-1, 0001032347-2013-00101-2, 0001032347-2013-00152-1.

Event description:
The tmj implant was removed due to heterotropic bone growth and recurring ankylosis.